Manufacturer narrative:
Batch review performed on 22.october.2021: lot 172829: (B)(4) items manufactured and released on 25-jul-2017. Expiration date: 2022-07-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting instability 2 years and 11 months after the primary surgery due to laxity and the cause of the laxity is unknown. The surgeon revised the gmk-sphere tibial insert - flex s5r - 14 mm with a gmk-sphere tibial insert - flex s5r - 17 mm and the surgery was completed successfully.